Manufacturer narrative:
Information was not provided and if it becomes available, a follow-up report will be submitted. Patient information are unknown.

Event description:
(B)(4), during clinical procedure, patient experienced loss or failure of implant to integrate.